Event description:
It was reported a dissection occurred. The target lesion was located in the mid left anterior descending artery. After the 3.00 x 12 synergy stent was implanted, post dilation was performed at high pressure with a non-boston scientific balloon. The patient experienced chest pain and a non-flow limiting type a dissection was noted at the proximal end of the stent. A 3.00 x 28 synergy stent was implanted to cover the dissection. The patient was stable post procedure and fully recovered.